Event description:
It was reported that this 78 y/o female patient has had a total right knee revision due to femoral loosening. Patient was last known to be in stable condition following the event. Devices will not be returning, hospital disposed of them.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-01-0225 - logic femoral ps cem left sz 2.5, 2887011; 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, 3706015; 200-02-32 - three peg patella 32mm, 3000676; 204-34-02 - fluted stem extension 25l x 14 mm 3726290.

Manufacturer narrative:
Section h10: (h3) the revision reported in was likely the result of patient-related conditions, an insufficient bond between the implant and the bone, or a combination of these possibilities, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.